Event description:
Pt is status post ICD implantation and has generally been doing well. Lead has shown gradually increasing impedances consistent with increasing malfunction. Pt underwent replacement of the defibrillator lead. The generator was almost 3 1/2 years old, and was replaced and upgraded also.

Manufacturer narrative:
Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. Despite multiple attempts to obtain such information from the reporter medtronic is unable to provide complete information. H.11. Brand name is sprint in d.1. Type of device is implantable tachy lead in d.2. Model # is 6932 serial # tca010036v in d.6. Implant date is 25-nov-1997 in d.7. And explant date is 14-mar-2001 in d.8.